Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that she has been having problems not being able to get to the screen that shows the batteries on the controller. The patient further clarified she is getting ¿no device found¿ on the controller when using controller by itself. The patient plugged the recharger (rtm) into controller and stated she was still getting no device found when she had rtm directly over her ins. It was reported that the recharger rtm cord was heating up at the part of the cord that goes into the paddle and there appeared to be "a little bit of gray" at that part of the cord. The reported that she last charged her ins today.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found the connector was broken and had damaged/missing pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.